Event description:
Arjohuntleigh received a complaint where it was indicated that the pt was transferred from the bed to the hair and during positioning of the pt over the chair one of yellow shoulder straps (loop) suddenly detached from the sling. As a result the pt fell down onto the chair. No injuries were received by the pt as a consequence of the event. Ref. MFR # 9681684-2014-00025.